Event description:
Healthcare professional reported a patient experienced the events of ¿pain in breast¿, ¿contracture with pain¿, ¿ultrasound is confirmed liquid in both breasts¿, ¿chronic inflammation of the foreign body type," and capsular contracture baker grade IV. Patient also "experienced psychological (depression) symptoms"; this is deemed not related to the device. The device has been explanted. This represents an unknown side.

Event description:
Healthcare professional reported a patient experienced the events of ¿pain in left breast¿, ¿contracture with pain¿, ¿ultrasound is confirmed liquid in both breasts¿, and ¿chronic inflammation of the foreign body type." Left side capsular contracture grade IV confirmed. Left side device has been explanted.

Event description:
Healthcare professional additionally reports patient "experienced psychological (depression) symptoms". This is deemed not related to the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: fold creases, deformation, brown particles in shell. And was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: - no observations found related with the complaint reported by the physician. Additional, changed, and/or corrected data: b.5, d.4, d.7, d.10, g.1, h.3, h.4, h.6.

Manufacturer narrative:
The events of capsular contracture baker grade IV and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma.

Event description:
Healthcare professional reported a patient experienced the events of ¿pain in left breast¿, ¿contracture with pain¿, ¿ultrasound is confirmed liquid in both breasts¿, and ¿chronic inflammation of the foreign body type." Left side capsular contracture grade IV confirmed. Left side device has been explanted.